Event description:
On sept. 20, 1999 the paratrend 7 sensor (lot #710-082) was successfully calibrated. The attending doctor found difficulty in inserting the sensor into the patient. The sensor could only be inserted 5-6cm. The sensor was withdrawn after 10-15 mins. Without apparent resistance. The doctor cleaned up the arterial catheter to allow visualisation of the tip to confirm that none of the sensor was contained within. No sensor material was reported to be found. On sept. 22, 1999 the hospital was visited by representatives of (distributor). The doctor acknowledged that he forgot to loosen the protective collar on the device when pulling back the sensor. The tonometer was inspected and some material was observed in the top of the tonometer. The material was removed in the presence of the doctor. The sensor, tonometer and retrieved material were returned to the manufacturer for investigation. No injury to the patient has been reported.